Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer reported high blood glucose (bg) level of 573 mg/dl. Customer administered a manual injection to address high bg.